Event description:
It was reported that lead alerts triggered due to high and fluctuating impedances on both superior vena cava (svc) and right ventricular (rv) coils. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.